Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1134 blower stalled message. The blower is not blowing air and the serial number for the blower is not showing. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed error code 1134 logged. The blower is not running, and the motor controller (mc) printed circuit board assembly (pcba) serial number is not displaying correctly on the vent info screen. On the pneumatics screen the set pressure to 10 w/nothing on the patient outlet port. Blower rpm stayed at 3000 and the blower amps and volts stayed at zero. The rse advised to replace the mc pcba. Discussed installation per the manual to including required testing. Provided parts ID: mc pcba. The investigation is ongoing.